Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the theatre lights on the ceiling fell on the patient's lower leg while on stirrups during positioning of lights. A staff member as well as the patient were injured. The staff member is currently under assessment in a;e. The patient will go through x-ray to check for any injuries, the patient was anaesthetized during incident.

Event description:
It was reported that the theatre lights on the ceiling fell on the patient's lower leg while on stirrups during positioning of lights. A staff member as well as the patient were injured. The staff member is currently under assessment in a;e. The patient will go through x-ray to check for any injuries, the patient was anaesthetized during incident. Update: no injuries sustained by patient. Patient was discharged the same day and reported no pain in the area and I observed him mobilizing and he confirmed no pain. Staff had swelling to the front of his head on the left side and was taken to urgent care centre( ucc) for examination and review. Ice applied by us in theatres and continued with this in ucc. Swelling went down by the next day. Ice applied and assessment carried out by the doctors. Pain killers recommended. Staff returned to work.

Manufacturer narrative:
It was reported that the theatre lights on the ceiling fell on the patient's lower leg while on stirrups during positioning of lights. A staff member as well as patient were injured. The technical service report reported that, upon inspection, the safety screw was missing in the blue cardanic cover. It was also reported that "the missing screw could allow the cover to rotate 180 degrees, allowing the retainer to shift out of position, allowing the light head to then be disconnected from the swing arm." Please refer to the communication log. The manufacturing DHR for the device was reviewed. The document shows all criteria with passing results. Customer has commented on their concern of the third-party contracted for performing maintenance, as noted: "we have significant concerns regarding the quality of work performed by ebme. As indicated in the documents, generic test sheets were used for testing the theatre lights." It was also reported that the case was completed with the remaining operating light which was sufficient due to the operative site (with 15-min of surgical delay as the patient was assess for injuries). It was reported that no injuries sustained by the patient and that "patient was discharged the same day and reported no pain in the area and I observed him mobilizing and he confirmed no pain." Additionally, for the staff member, it was reported that "staff had swelling to the front of his head on the left side and was taken to urgent care centre (ucc) for examination and review." Ice was applied, swelling continued to the following day. Staff member was able to return to work. Although the exact root cause of this issue is unknown, based on the described incident and the concerns raised by the customer, the most likely root cause would be inadequate maintenance from third-party. This failure mode will continue to be monitored. If any further information is obtained around this event, a supplemental will be filed.